Event description:
It was reported that bd maxzero extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that new IV placed and labs drawn with IV start. When the syringe was removed from the maxzero there was a drop of blood at the end of the connection that had to be wiped off prior to re-accessing. A few minutes after leaving the room the family called out and told me that the maxzero had come disconnected. There was blood that had dripped onto the floor.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5302 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.